Event description:
Competitor lead fracture, patient received multiple shocks. Competitor device and lead explanted and replaced with mdt system. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).